Event description:
On (B)(6) 2025 a patient¿s mother reported that the patient had developed an infection at the pod¿s insertion site (site unspecified) while wearing the device longer than 72 hours (user error- pod is not to be worn longer than 72 hours). The patient experienced symptoms of a hard lump, redness, and swelling at the pod insertion site, as well as fever (exact temperature unspecified), pain, blood glucose greater than 20 mmol/l (360 mg/dl), and ketones (unspecified result). The patient was hospitalized at (B)(6) hospitals bath, combe park, bath, avon ba1 3ng provider:(6) on (B)(6) 2025 and diagnosed with a spreading infection. The patient was treated with surgery including drains placed, unspecified intravenous antibiotics, and unspecified oral antibiotics for 9 days. The pod was removed, and a new one was successfully placed at an unspecified time. The pod had been discarded and therefore was unavailable for return. The patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.